Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the physician had difficulty getting the filter to release from the delivery system. The filter came out straight and the filter was deployed successfully after experiencing the difficulty with the delivery system". Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is base on description of event and returned product. The jugular introducer was returned. No damage was found on the grasping hook and it moved freely when pressing the release mechanism. Also, after attaching a testing filter to the grasping hook, it worked as intended and the filter released without difficulties. Based on these findings the exact reason for the difficulties encountered cannot be determined, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.